Event description:
Left ruptured w/small hole. A 55 yr old white g3p3 female status post bilateral subglandular transaxillary 355cc surgitek gels for augmentation 5-21-82. She had multiple closed capsulotomies on both sides w/out success. Last one in 1986. Complains of decreased right over a few weeks w/lt pain, arthralgias, myalgias, fatigue, headaches, hot flashes, dry mucous membranes, oral sores, rashes, & gastrointestinal/genitourinary problems etc...pt otherwise healthy except mild hypertension. Mammogram 5-2-93 within normal limits. Exam positive for contractures left great than right. Surgery 10-6-93 positive for left rupture w/small hole & moderate cloudy/yellow thin capsule, no histocytes, changes in weight 350 gms.